Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/02/2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. No data was provided for evaluation. The complaint confirmation could not be determined. The root cause could not be determined. No further patient or event information is available.